Event description:
Consumer claimed the (B)(6) firm hold denture adhesive he used made him dizzy after use for one day. He did not seek medical attention for this condition. No medical attention was sought for the symptom.

Manufacturer narrative:
The suspect sample and a sample from the same lot were examined for physical attributes. Both samples were found to be within specification. The suspect sample was tested for microbial growth. No growth was found. A review of the compounding and packaging process did not identify any recorded incidents that were related to the complaint issue. The products was determined to be performing as expected.